Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor arm failed self-test occurred. The patient¿s blood glucose level was 4.2 mmol/l at the time of the incident. Self test completed without any errors. Unexpected restart alarm did not occur during the rewind and prime sequence. Assisted customer in performing a self test and was passed. Error table indicates the pump should be replaced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
The device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test. No rf pic failed selftest alarm during testing noted.